Event description:
It was reported that during a coronary stent procedure, in a highly calcified lesion, the catheter shaft separated while the physician was attempting to re-position the guide catheter and guide wire. The catheter shaft was retrieved with a snare and the pt was sent to surgery. The pt status is listed as "okay".